Manufacturer narrative:
Manufacturing site evaluation: samples received: 11 unopened and 3 opened racepacks. Analysis and results: there are two previous complaints of this code-batch. Approx (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 11 closed samples and 3 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of all closed samples received and the results fulfill the OEM requirements. Final conclusion: complaint justified. There were defective samples received and one previous complaint where the results did not fulfill the OEM specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Corrective/preventive actions: according to the internal procedures, a corrective action is opened in order to avoid these kind of incidents in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). The needle is detached from the thread.